Event description:
The customer reported that a popping noise came from the tube. The case was finished but the customer was concerned due to previous experience with damage from the tube arcs. No patient injury was reported.

Manufacturer narrative:
The ge rep completed a "heat soak" on the tube by fluoroing for 5 minutes at 80kv, 5 minutes at 100kv then 40 minutes at 110kv. No arcing was noted. She allowed the tube to cool and made several fluoro exposures at 110 kv. No arcing was noted. The system works as intended.